Event description:
The patient contacted animas on (B)(6) 2012 reporting that blood glucose levels have been elevated to "high" on the meter (above 33 mmol/l) including vomiting. The patient sated that he used an insulin pen for most of the day and blood glucose levels were not responding as expected. The patient reported that his finally decreased to 19.5 mmol/l. The pump was reviewed with the patient. The patient confirmed that the pump settings were correct. The patient confirmed that the total daily dose history showed a fairly consistent basal and bolus totals. The alarm history was reviewed and the patient confirmed that there were no relevant alarms. The prime history showed frequent site changes including the previous night but the patient stated that there were no improvements in blood glucose levels. The patient confirmed that there were no noted issues with the site however the patient stated that he only used his abdomen for sites; customer support advised the patient to discuss site options with a health care professional. Customer support also advised the patient that there was no indication of a pump issue related to the event. This report is made based on the allegation that the patient experience hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.